Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (8mg/ml at 0.3847mg/day). The patient reported that the pump had flipped roughly "two weeks" after implant on (B)(6) 2026. The pump had been constantly flipping since then and caused the catheter to migrate. The physician stated that they believed it even exited the intrathecal space all together. The catheter was revised and the issue was resolved.